Event description:
It was reported that there were unacceptable thresholds. The lead was repositioned six times, but there was no capture. The stylet/lumen became sticky, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor blood/fluid obstruction, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; the analyst noted that the blood in the distal conductor likely entered through the is-1 pin as no inner insulation breach was observed; full lead returned and analyzed.